Event description:
Unauthorized offering for sale of refurbished tosoh bioscience inc. (Tbi) instruments and reagents. Provision of documentation to a prospective customer making false product claims. Willfully obscuring the handling and storage conditions as well as obstructing tbi¿s recall protocol through these actions.

Manufacturer narrative:
(B)(4).